Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited low pacing impedance. Programming changes were made. The patient was stable throughout.